Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood and tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right ventricular (rv) lead was an attempted implant due to placement difficulty. It was reported that the physician experienced difficulty extending the helix during initial placement, then could not retract the helix during attempted repositioning. The lead was withdrawn prior to pocket closure, and it was observed that the helix was stuck in an extended position. An alternate rv lead was implanted. The attempted lead was returned for analysis. No adverse patient effects were reported.